Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a fistulogram in arm. The evercross balloon burst and was attempted to be removed. Resistance was felt and only a portion of the balloon was on the catheter as it was removed. The 6fr sheath was upsized to an 8fr and the remainder of the balloon was removed as it was still on the wire. The larger sheath was able to accommodate the remaining balloon fragment. The patient was fine.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary:the balloon chamber exhibited longitudinal and circumferential tearing. The inner shaft was fractured approximately 12 mm distal from the proximal balloon bond proximal edge.